Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual inspection revealed reddish material and a hole in the surface of the pebax. A temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. Regarding the temperature issue reported by the customer, the ngen generator user manual contains the following information: do not use temperature settings higher than those recommended in the instructions for use for the catheters. When an irrigated catheter is used, the temperature measurement reflects the temperature of the cooled irrigated electrode, not the temperature of the tissue. The temperature of the tissue may be distinctly higher and the risk of steam pop may increase. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch catheter and during the operation, there was no temperature displayed on the carto or generator. A second device was used to complete the operation. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual inspection revealed reddish material and a hole in the surface of the pebax. This finding is MDR reportable.